Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of experiencing high blood glucose level of 500 mg/dl and 600 mg/dl. Customer stated that they experienced no symptoms and treated their blood glucose levels with bolus wizard customer's current blood glucose value was 529 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed on insulin pump and it was discovered that support cap appeared normal. There were no leaks or air bubbles; no site or insulin issues and customer declined checking if device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. The insulin pump was returned for analysis.